Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly the pump had no power, the battery compartment was damaged, and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: a review of the black box did not indicate any power interruptions. The battery compartment was cracked in two places and there was moisture damage found in the battery compartment. Leak testing revealed a battery compartment leak. The battery cap was able to secure and maintain electrical connection. The pump powered on correctly and was exercised for 24 hours with no power interruptions occurring. The pump casing was opened and no further moisture was found. The complaint of a power issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.